Event description:
The pneumothorax was identified post-procedure and was located in the area where biopsies were performed in the right upper lobe. A chest tube was placed and the patient was admitted overnight for observation. The patient is an active smoker. A malfunction of em signal loss was reported during the tilt sweep, which did not affect reconstruction.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned, and failure analysis confirmed that the device passed final qa/qc testing. The reported em signal loss occurred during the tilt sweep and resolved without affecting reconstruction; no system malfunction could be confirmed due to limited environmental data, and the issue did not contribute to the event. Video review could not be performed due to log unavailability. The physician explicitly stated that the pneumothorax was not attributed to the galaxy system. While the cause was not directly stated, clinical notes implied a procedural cause, citing aggressive forceps biopsies and mild airway damage observed during the procedure. The pneumothorax occurred in the biopsy region, and the patient's active smoking history may indicate increased susceptibility to lung injury. The only reported system issue was transient em signal loss without procedural impact. The event is consistent with known procedural risks and patient-specific factors rather than device malfunction. This complaint is reported due to the following conclusions: a pneumothorax was reported following a galaxy-assisted biopsy procedure. The pneumothorax was identified in the same region where biopsies were performed. A chest tube was inserted, and the patient was admitted overnight. The physician explicitly stated that he did not attribute the pneumothorax to the galaxy system. Although he did not directly state the cause, his documentation implied that the injury was procedure-related, noting aggressive forceps biopsies and mild airway damage observed intra-procedure. A malfunction involving em signal loss was reported.